Event description:
Pacemaker under bsc advisory for high battery impedance. Patient dependent on pacemaker, recommendation is to do prophylactic pacemaker generator change when battery reaches ~4 years remaining longevity. Generator replaced (B)(6) 2023.